Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the event involved a daybreak sleep appliance used by a 24-year-old female patient. Per the report the patient began using the device on (B)(6) 2026 they reported the device had cracked on each side of the top piece, both cracks located at the back end/molar area. The patient discontinued the use of the device on (B)(6) 2026 and no additional medical or surgical procedures were reported. The reporter's office location is in (B)(6).